Event description:
Device 3 of 4. Reference MFR report# 3006705815-2019-00422. Reference MFR report#3006705815-2019-00445. Reference MFR report#1627487-2019-02016. Additional information received identified that patient was in the hospital for an unknown reason. Follow-up information identified that the patient was discharged from the hospital and the wound has healed.

Event description:
Device 3 of 4. Reference MFR report# 3006705815-2019-00422. Reference MFR report# 3006705815-2019-00445. Reference MFR report# 1627487-2019-02016. It was reported that the patient visited the emergency room (ER) since the implanted wound ( at the surgical site) was opening. So, the emergency room physician prescribed antibiotics and the patient was released. Reportedly, the implant physician is continuing antibiotics treatment and follow-up in the wound clinic. Also, patient has pain in the back and left leg and the physician believes it could be due to lymphedema. The patient was instructed to stop smoking to promote wound healing. Follow-up revealed that the wound was healing.